Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The patient will undergo a revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
No further information could be obtained with regard to this issue. Should additional information become available, this report will be updated.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.